Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: south africa. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor was corroded and was slowing down. The motor was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the device did not switch on. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete. At product evaluation investigation the motor was slowing down. No additional event information available.